Manufacturer narrative:
Correction: please refer to section h6 (conclusion code). This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged hip and thigh pain mentioned in the article could not be confirmed, however, the literature clearly indicated that this problem might be attributed to traction during surgery or obturator nerve damage. The event can be then classified as a user-related. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by department of orthopedics, suzhou dushuhu public hospital in china. The title of this report is ¿which implant is better for beginners to learn to treat geriatric intertrochanteric femur fractures: a randomised controlled trial of surgeons, metalwork, and patients¿ which is associated with the stryker ¿gamma3 nailing¿ system. The article can be found at https://doi.org/10.1016/j.jot.2019.11.003. This report includes research done on 169 patients between the period january 2011 to february 2017. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses (39) cases of hip and thigh pain. The report states this problem might be attributed to traction during surgery or obturator nerve damage. Another explanation was the inevitable damage of the glutaeus medius when maneuvering of the nail.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a literature published by department of orthopedics, suzhou dushuhu public hospital in china. The title of this report is ¿which implant is better for beginners to learn to treat geriatric intertrochanteric femur fractures: a randomised controlled trial of surgeons, metalwork, and patients¿ which is associated with the stryker ¿gamma3 nailing¿ system. The article can be found at https://doi.org/10.1016/j.jot.2019.11.003. This report includes research done on 169 patients between the period january 2011 to february 2017. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses (39) cases of hip and thigh pain. The report states this problem might be attributed to traction during surgery or obturator nerve damage. Another explanation was the inevitable damage of the glutaeus medius when manoeuvring of the nail.